Event description:
Device report from synthes reports an event in japan as follows: it was reported that in april 2021, the patient underwent open reduction internal fixation surgery for a subtochanteric fracture of the femur. The pfna nail, lc-lcp small plate, and screws were used for the surgery. After the surgery, nonunion was confirmed, but the surgeon followed up with the patient. In the end of april 2023, the patient tumbled, and the nail was broken at the fracture part. The two locking screws inserted to the plate were broken, too. Revision surgery was performed on (B)(6) 2023. The patient status/outcome was reported to be stable. This report involves one unk - screws: locking: trauma. This report is related to (B)(4) and (B)(4). This pc reports breakage of the nail and screws due to tumbling. (B)(4) reports the non-union after the primary surgery. (B)(4) reports the breakage of the k-wire in the revision surgery. This is report 3 of 3 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d6a: implantation date was an unknown day in april, 2021. D9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.